Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexb1779 showed no other similar product complaint(s) from this lot number.

Event description:
The sterile package was damaged before use.